Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that the reservoir's plunger was impossible to push in order to fill the tubing and several no delivery alarms occurred. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.